Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm during the night. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl) and administered an injection to stabilize bg level. Customer indicated insulin injections would be used for back up therapy.